Manufacturer narrative:
Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair with no problem in the access route, and the procedure was conducted as labeled under general anesthesia. (Act, checked 30 minutes before the final confirmatory showed endoleak which were judged as type iii (probably by pin hole) or type IV. Since the type iii endoleak was observed near the bifurcation area of the main body, no add'l treatment such as placing body extension could be conducted. However because there was still a possibly that the endoleak was type IV, the physician decided to take a wait-and-see approach. Angiography taken in the graft resulted in physician's judgment that the endoleak was type iii or type IV. Updated on (B)(4) 2011. The type IV endoleak was solved. The pt has a favorable outcome.